Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and bent. Blood and tissue is visible inside the helix. The lead was damaged at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, the physician had difficulty placing the lead. The lead helix was extended but could not be retracted. The lead was checked outside the patient's body, and the lead helix was deformed. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.